Manufacturer narrative:
Report source: an article titled, "the eggshell technique for prevention of cement leakage during kyphoplasty", by david l. Greene, roman issac, michael neuwirth and fabian d. Bitan. Method - device not returned, internal review of literature, follow-up with author.

Event description:
In an article titled "the eggshell technique for prevention of cement leakage during kyphoplasty", the following events were reported: cement extravasation during kyphoplasty through either the superior endplate or the lateral body wall. No additional info was reported.